Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-21960. It was reported that the implantable cardioverter defibrillator exhibited over-sensing and the left ventricle lead exhibited failure to capture. Programming changes were made on the device. Additional information notes that the patient had been admitted since (B)(6) 2020 at a different hospital due to a disease and heart failure, and had not taken the device check over one year. Patient was in coma.